Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced infection at the abutment site and subsequently was administered topical steroids for ten days and oral antibiotics (date and duration period not reported).

Manufacturer narrative:
It was reported the patient was placed under general anaesthetic and underwent skin revision surgery during an abutment change. This report is submitted on july 12, 2019.